Event description:
Biomedical engineer (bme) reported that the multigas unit started making a loud noise during a case and then it shut down. No error messages reported. No patient harm was reported. Bme requested to send it into nihon kohden and wanted an exchange unit.

Manufacturer narrative:
Biomedical engineer (bme) reported that the multigas unit started making a loud noise during a case and then it shut down. No error messages reported. No patient harm was reported. Bme requested to send it into nihon kohden and wanted an exchange unit. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 04/02/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 04/11/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 04/17/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Manufacturer narrative:
Incident summary: the customer reported that the gf-210ra started making a loud noise during a case and then shut down. The customer stated that they did not report any error messages on the device. The device was in use with a patient however no patient harm or injuries was reported. The customer stated no signs of physical damage or fluid intrusion. The customer would like to do an exchange on the unit. Investigation summary: the gas unit was evaluated on 07/02/2024 and the complaint was duplicated. No physical damage nor fluid intrusion found. During startup, the unit showed a gas line block error message and gas device error message. The gas unit made a loud squeaking noise during operation. During gas accuracy tests, readings were below manufacturer specifications. The gas module was found to have failed. The cause of the issue was hardware component failure which could have occurred due to electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. Review of the complaint device's serial number does not show recurrence or other similar complaints. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 04/02/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 04/11/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 04/17/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. H11 additional information: b4 date of this report. D9 is this device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 adverse event problem codes.

Event description:
Biomedical engineer (bme) reported that the multigas unit started making a loud noise during a case and then it shut down. No error messages reported. No patient harm was reported. Bme requested to send it into nihon kohden and wanted an exchange unit.

Event description:
Biomedical engineer (bme) reported that the multigas unit started making a loud noise during a case and then it shut down. No error messages reported. No patient harm was reported. Bme requested to send it into nihon kohden and wanted an exchange unit.

Manufacturer narrative:
UDI related data quality updates corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 date of this report d1 brand name d2b device product code d4 model number d4 catalog number d4 primary unique device identifier (UDI) number g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.